Event description:
Customer reported he was having issues with sensor. Customer reported that she takes out the sensor before the six day to avoid inaccurate readings. Customer reported the reading do not get better when the sensor are from a different lot number, customer states they get worst. Customer says blood and sensor glucose readings were 250 points apart. Last issue was two days ago and the readings were 100 points apart. Customer stated the insulin pump alarmed calibration error, she was able to save the sensor by turning off the sensor and constantly checking blood glucose until it was closer to sensor reading then calibrating. Customer states she calibrates three to four times and when blood glucose is stable. Customer does not use the sensor in the abdomen because it did not work so doctor advised her to use different parts of her body. Customer uses arms, which hurt are 50% accurate and back which is working better for her. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.